Manufacturer narrative:
The electrodes were returned for evaluation; the malfunction was duplicated during visual evaluation. The malfunction was attributed to a disconnected jumper wire (self test wire) on the electrode pad. This type of failure does not disable the electrode from delivering therapy when attached to a defibrillator. This is a malfunction which only impacts self-test of the electrode with the defibrillator. This type of malfunction does not pose any clinical impact and does not meet our guidelines for reportability.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the associated device failed to discharge using these electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.